Manufacturer narrative:
(B)(4).the device evaluation is currently in progress. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed with no issues noted. Temperature was within specifications. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. The issue was determined to be a system error (se) 2042 alarm caused by the pump. The pump was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.